Event description:
It was reported the lead was explanted due to infection. The lead subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; full lead in segments returned and analyzed.